Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 07/17/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, deflation, textured/anxiety.

Event description:
Patient reported right side capsular contracture baker grade unknown, "swelling, tightening", and textured exchange due to product concern. Patient also reported "pain all across body", "muscle weakness", "heart palpitations", "arsenic, mercury, and cabmium in blood", and "autoimmune disorder called polymyositis" all non device related. Patient later reported right "rupture", "50cc's of seroma", and "lump" (non device related). The device has been explanted.